Event description:
It was reported that the patient presented to the hospital with light-headedness and dizziness. In the emergency room (ER), it was noted that there would be loss of pacing with this pacemaker system when the patient's left arm was moved. Although interrogation of the device was not possible, it was found that this device was in safety mode. While in safety mode, there was oversensing of noise on the right ventricular (rv) lead while in the unipolar configuration. It was also noted that the pacing thresholds of the rv lead had been gradually increasing. Therefore, this pacemaker was explanted and the lead was surgically abandoned because the patient was dependent. A new pacemaker and rv lead were successfully placed. No additional adverse patient effects were reported. This product is expected to be returned for further investigation. Later, this product was received by boston scientific and full investigation was conducted.

Manufacturer narrative:
Z-0367-2018. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Analysis of the device confirmed it was operating in safety mode and that critical therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high impedance within the battery. The high battery impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during telemetry or other normal, higher-power operations. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to enter safety mode operation to maintain back-up pacing with pre-defined settings. Boston scientific has issued a field safety notice to notify physicians of the potential for accolade pacemaker and cardiac resynchronization therapy pacemaker (crt-p) devices to exhibit this behavior.

Event description:
It was reported that the patient presented to the hospital with light-headedness and dizziness. In the emergency room (ER), it was noted that there would be loss of pacing with this pacemaker system when the patient's left arm was moved. Although interrogation of the device was not possible, it was found that this device was in safety mode. While in safety mode, there was oversensing of noise on the right ventricular (rv) lead while in the unipolar configuration. It was also noted that the pacing thresholds of the rv lead had been gradually increasing. Therefore, this pacemaker was explanted and the lead was surgically abandoned because the patient was dependent. A new pacemaker and rv lead were successfully placed. No additional adverse patient effects were reported. This product is expected to be returned for further investigation.